Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient is currently receiving unknown intraperitoneal antibiotics which are scheduled to be discontinued 18 days after receipt of this report. The patient was recovering from this peritonitis event. Action with dianeal and extraneal therapies was not reported. No additional information is available.